Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient never had therapeutic effect (no relief), ¿it is not working¿, and had not worked from the very beginning. They had the device for bladder incontinence and urge frequency. The patient noted that they had not gone back to their doctor to ¿try again¿. They were unhappy with the device, and was upset that they can¿t have an MRI (was to have an MRI of the foot). The patient indicated that they should have it removed and were going to contact their managing doctor about the issue. There were no further complications reported or anticipated. Additional information was received from the patient on 2020-sep-01. They reported that the surgery for removal of their implant was postponed, as they were having another surgery.